Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient was found deceased on (B)(6) 2017. The reporter stated that the patient was not heard from since (B)(6) 2017. Animas records show that the patient contacted animas on (B)(6) 2017 and alleged that the pump was not delivering insulin, but could not perform troubleshooting during the call and would call back. The patient contacted animas again on (B)(6) 2017 and reported that their blood glucose was above 600 mg/dl. It was determined through troubleshooting that the reported health event on (B)(6) 2017 was attributed to the patient setting an inadequate temporary basal rate. This incident was reported separately on MDR #2531779-2017-18870. The cause of death and time of death were not reported. The reporter stated a diabetes management trainer and healthcare provider reported to them that the patient had been confused over pump-use and billing. The reporter also stated they felt the patient should have been taken off pump therapy. No further information was given and troubleshooting could not be completed. Return of the pump was refused. There was no allegation of a device malfunction. This complaint is being reported because a device malfunction or use error could not be ruled-out as a cause or contributing factor in the reported patient death.